Event description:
It was reported that during a low anterior resection procedure, the blade didn't crunch the washer. The surgeon did a colostomy because the margin for using the stapler was not enough . The procedure was converted from lar to colostomy.